Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 09/12/2018, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant creatinine result on a patient. There was no patient information at the time of this report. Method: I-stat, date: (B)(6) 2018, collected: ni, tested: 1250, result:5.6; lab, (B)(6) 2018, 1325, ni, 1.7; lab, (B)(6) 2018, ni, ni, 0.9 . There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. There was no patient information available to best assess the event. It is suspected based on the high I-stat result that the patient is on hydroxyurea, a substance that is known to interfere with the I-stat creatinine assay (refer to art: (B)(4)). However, not confirmed at the time of this report. The investigation is underway.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 10/12/2018. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ac, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.